Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed e15. The customer's blood glucose was unknown at the time of incident. The insulin pump was not bumped or dropped. The customer was advised that the insulin pump will need to be replaced. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents test, self test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was monitored during testing no error alarm noted during testing. No cosmetic damage noted.